Event description:
According to the reporter: the clips did not form but was scissoring. It tore the vessel during the process. No further details about the incident was reported. Additional attempts have been made to obtain more description, but there has been no success at the moment.